Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the device "sticked" what issue did the device have?the device cut but it didn¿t fire any staple. Checking the device it was noted that some staple were overlapped. Was the "partial section of the mucous membrane" a partial tissue donut? No . How long was the intervention prolonged by? Not a relevant time . Was there any change in the post-operative care of the patient due to the event? No, it was not.

Event description:
It was reported that during a pph procedure, the stapler didn't work properly . It sticked inducing a partial section of the mucous membrane. At the same time the device didn't fire the clips. After that the surgeon performed a manual suture on the involved site and then he concluded the intervention using another device. Prolonged intervention time. No adverse events for the patient.